Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for open heart procedure on 04/18/2018. During the procedure, the implantable cardioverter defibrillator charged to deliver high voltage therapy when electrocautery was used. The device displayed an over current detection output anomaly and the high voltage lead impedance was low. On (B)(6) 2018, sequential impedance checks showed the impedance was within limits and normal device behavior. No additional information was reported.

Event description:
It was reported that the physician elected to monitor the patient to see if anomaly persists.